Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse then performed gravity and grip test on the left and right master tool manipulators (mtm-r & mtm-l). The fse also performed the surgeon side console (ssc) armrest motion fail lifted up, exchanged armrest actuator and checked function without issues. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator right (mtm-r) drifted during procedure. The surgeon still could operate normally, but they wanted fse to do functionality verification. The technical support engineer (tse) checked error log but couldn't find error code about mtm. The procedure was completed with no reported injury.